Event description:
It was reported that the "surgeon was placing the implant into the disc space and when he decided to adjust it, he pulled on the implant to remove it and the titanium plate separated from the peek slight delay of about 10min".

Manufacturer narrative:
An anchor c cage was reported having its titanium plate and peek spacer separated while the surgeon removed it from disc space for repositioning. The implant was returned, inspected and confirmed disassembled. The disassembled peek spacer has obvious deformations/breakages most probably resulting from a lateral impaction made while trying to readjust the cage position prior to its removal. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. No product fault could be detected. Conclusion: the complaint is considered indeterminate from a manufacturing perspective as no indication of material or manufacturing defect could be found. Based on the observations made during the investigation, the separation of the components is believed to be the result of the damages made while readjusting the cage position. Thus, the complaint condition is related to the conditions of use and the operational context contributed to this event.

Event description:
It was reported that the "surgeon was placing the implant into the disc space and when he decided to adjust it, he pulled on the implant to remove it and the titanium plate separated from the peek. Slight delay of about 10min".